Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the battery compartment was found to be cracked near the top and between the bumper pad and the top. Unrelated to the original issue, there was a crack found between the corner of the lens and the case seal.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 08/04/2016.